Manufacturer narrative:
The provider stated that the consumer alleges that there was smoke coming from the rear of the power chair. The dealer stated that the chair was last serviced in march of 2017. The dealer relates he picked up the chair and upon inspection, found the installation around the wires was burning, and flames had to be put out. The dealer stated that the base is still working on this chair, but the chair is not usable. On 11/08/2017, the tdxsp power wheelchair was returned to invacare for an evaluation. The serial number label was legible showing model number ato_tdxsp-cg and serial number (B)(4). Utilizing existing complaint information, actual observations, and functional testing of the returned product in its ¿as received¿ condition, the complaint was confirmed for the tdxsp power wheelchair of having evidence indicating that smoke and/or flames were produced. It was determined that the cause of the smoke/flames was due to the mk6 7-pin cable of the mk6 digital switch input becoming pinched due to the controller not being reinstalled correctly causing a direct short. The technician believes that controller was not reinstalled correctly after servicing. The short likely caused the production of sparks and/or flames. The mk6 7-pin cables were connected upon return of the power wheelchair. The damages to the mk6-7 pin cables were caused by being near the mk6 digital switch input cable. Upon inspection of the power wheelchair, any sparks/flames produced by the mk6 digital switch input cable were contained in the rear section of the power wheelchair. The tdxsp power chair was manufactured in may 2012; therefore, it has exceeded its expected life of 5 years. The end user has a newer primary chair and this chair was used as a backup. No injuries alleged. Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the consumer alleged there was smoke coming from the rear of the consumers' chair. The chair was last serviced march of 2017.